Event description:
The driver would not go all the way down on the screw over the pull pin.

Manufacturer narrative:
Root cause: the mating part did not insert into tool all the way. Large ID machining caused burrs in smaller ID. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined that this event should have been reported.